Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿reactive lymph node in the left side of my neck¿, ¿its swollen¿, ¿I'm convinced I might have bia-alcl¿, ¿is very scared¿, ¿I'm shaking all the time¿, ¿I have no energy¿, ¿couple years ago I had inflammation in my heart¿, ¿has been sick the past 2 years and is getting sicker¿, ¿swelling in neck lymph nodes and chest¿, ¿memory lapse¿, and ¿bacterial infection¿. This record is for the left side. Device remains implanted.